Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an oxygen not available error code. There was no patient involvement when the issue occurred. No patient or user harm reported. During follow-up with the key market, it was reported that the device had displayed an oxygen not available error code, and that the motor control (mc) pcb needed to be replaced. It was also noted that the power management board had been replaced, but the issue was not resolved. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 08/25/2023, 09/19/2023, and 09/26/2023 for further details regarding the event; the key market reported that the device received a replacement motor control (mc) printed circuit board assembly (pcba) for a different issue (MFR report number 2518422-2023-21196), but did not specify if the mc pcba resolved the oxygen not available alarm that was observed. Additional details were requested for clarification, but no response was provided. It could not be determined if the oxygen not available issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.